Event description:
It was reported that the patient experienced an extreme itching under her bandages. The patients trial leads were pulled out and will not be returned per hospital policy.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc231650e0, model: sc-2316-50e, serial: (B)(6), batch: 7284800, UDI: (B)(4).